Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 33-year-old caucasian female patient who underwent an unspecified breast surgery with an unknown mentor textured silicone breast implant has experienced unexplained systematic symptoms postoperative, including very bad brain fog memory loss, fatigue, her right breast has a very noticeable bump it¿s not hard it's like a pocket of liquid that has form outside the breast and in the capsule. It deformed and it kind of pokes out and protrudes out more than the other breast does. Every morning when she wakes up for hours her breast look bruised and her veins in both of her breast are very red, she also gets swelling on the right side of her body from her face all the way down to her foot, hair loss, unexplained weight gain, inflammation, anxiety, and depression. She is a dancer, so it's been very hard for her to work. She was diagnosis with acid reflux. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. This report relates to the right prosthesis.